Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: urgent caesar. During the operation, blood started to leak through the cannile port. The last application of medicines over the port was several minutes before the event. At the same time, the infusion liquid connected to the venflon also flows. Stop bleeding with immediate application i.v. Syringes (sealing). Stopping the infusion, removing the cannula and immediately establishing free i.v. Paths on another vein. This is an extremely dangerous event, because i.v. Route for administration of medicines and infusions. A security visit and record of deviations in the hospital information system was carried out at the department. Notes: the same complications have happened at least five times. The supplier and the manufacturer were also informed about past events.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. The complaint could not be confirmed and the root cause is undetermined. CAPA#1379444 was initiated. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: urgent caesar. During the operation, blood started to leak through the cannile port. The last application of medicines over the port was several minutes before the event. At the same time, the infusion liquid connected to the venflon also flows. Stop bleeding with immediate application i.v. Syringes (sealing). Stopping the infusion, removing the cannula and immediately establishing free i.v. Paths on another vein. This is an extremely dangerous event, because i.v. Route for administration of medicines and infusions. A security visit and record of deviations in the hospital information system was carried out at the department. Notes: the same complications have happened at least five times. The supplier and the manufacturer were also informed about past events.